Manufacturer narrative:
The reported 138114a- goldline pencil is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(6) reported that during inspection of incoming products, one goldline pencil was discovered with "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user.

Manufacturer narrative:
Evaluation the unused and originally packaged 138114a goldline pencil was returned for evaluation. Visual inspection performed by a packaging engineer determined the seal was larger than ¼". Dye leak testing confirmed an open seal spot was present after the sealing process took place on the form fill and seal machine. The cause of this sterility breach is inconclusive, however, may have occurred during shipping and handling. Manufacturer narrative the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4), this is the only complaint for this product and failure mode. A two-year review of device history revealed 27 similar complaints have been reported for this device and failure mode combination. During this same timeframe, (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. Standard clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was not sealed and therefore would prompt the end user to discard it and obtain a new sterile device. To date there have been no reported long term adverse effects related to this issue. This issue will continue to be monitored through the complaint system.